Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient experienced an insulin flow blocked alarm due to occlusion event on (B)(6) 2026. The site of insertion was abdomen. Due to occlusion issue, patient's 600 mg/dl blood glucose level was and was treated with correction bolus via pump. The patient replaced soft cannula infusion set only and resumed insulin deliveries successfully. No further information available.